Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic prostatectomy with da vinci, on the sixth stitch, the needle broke at the 1 mm point from the tip. The broken piece was looked for but it is not clear whether the piece was left in the patient's tissue or was discharged by suction. The surgeon said that the tip of the needle was bent prior to the sixth stitch. The procedure was completed with another device. There was no tissue damage. The incision site was not extended. No bleeding occurred.